Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the compressor was unintentionally going into standby mode. Our field service engineer investigated the compressor mini on site. The standby valve was found to be defective and was replaced. The replaced standby valve was not returned for further investigation. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
It was reported that the compressor was unintentionally going into standby mode. There was no patient harm reported. Manufacturer's ref #: (B)(4).